Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that auxiliary drawer 5 was not detected on the bus. The field service engineer confirmed the failure, removed the back panel, powered off the station, identified a loose rowboard cable connection, reseated the cable at the drawer controller, restarted the station, logged into the hardware test application, and found that the drawer was now detected. A functionality test was conducted, the station was rebooted, and the repair was verified in the hardware test application. The system functioned as intended after the field service engineer repaired the device.